Event description:
On (B)(6), 2011, the pt contacted animas alleging that the pump and pump battery felt hot to touch at times. The pt did not report being harmed or injured because of the alleged issue. Based on the info provided, this complaint is being reported due to the allegation that the pump and pump battery felt hot to touch. There is no evidence, however, that the alleged issue caused or contributed to a serious injury.

Manufacturer narrative:
The pump has not returned to animas for eval. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.